Manufacturer narrative:
Concomitant products: product ID 37752, serial# (B)(4), product type recharger; product ID 3887-33, lot# l71690, implanted: (B)(6) 1999, product type lead; product ID 3887-33, lot# l70361, implanted: (B)(6) 1999, product type lead; product ID 3887-33, lot# j0007967v, implanted: (B)(6) 2000, product type lead; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 74001, lot# n202534, implanted: (B)(6) 2009, product type adapter. (B)(4).

Event description:
It was reported that the patient underwent revision of right upper quadrant generator pocket on (B)(6) 2009. It was stated that subcutaneous fat was resected to make the generator more accessible to the patient programmer. The patient was last seen on (B)(6) 2009.